Event description:
Prior to a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was the moderately tortuous, moderately calcified, 70% stenosed left anterior descending artery (lad). The physician predilated the lesion with a 3.00 x 16 mm voyager balloon and attempted to place a 3.50 x 16 mm taxus express2 drug eluting stent. The physician felt resistance while advancing the stent and the shaft broke inside the guide catheter. The shaft and catheter were removed without difficulty. The procedure was completed with an unk taxus express2 drug eluting stent. There were no pt complications. The pt's status is reported as "satisfactory/good."